Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating room for a scheduled lead revision. Fluoroscopy revealed the lead was out of their position. The patient had reported falling prior to the discovery of the lead dislodgement. Increased capture threshold was also noted. The lv lead was repositioned without incident, and the procedure concluded successfully. The patient was stable before, during, and after the procedure. On (B)(6) 2017 the patient presented to the clinic with complaint of diaphragmatic stimulation. Programming changes were made resolving the diaphragmatic stimulation. On (B)(6) 2017, the lv lead was explanted due to capture anomaly and lead would not stay in position. There were no patient complications during and after the lead revision. The patient was fine in the recovery room.